Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: no device was returned. There was no evidence available to show if the locking mechanism was advanced to cause the incident. The locking mechanism is set in manufacturing during the assembly process. After assembly a tight fitting pin is inserted through the oblique head element hole to ensure that the prong of the locking mechanism is not blocking the hole. Extensive testing was completed that shows that the locking mechanism remains in the set position during vibration and transit to the hospitals. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade could not be impacted; it blocked during the procedure. The blade, which was inserted about one centimeter over the nail. They had to dismantle everything; it was difficult to remove the blade. It was discovered that the locking mechanism already was in the locked position. After the locking mechanism was opened, everything went well. The surgery was prolonged for about twenty to twenty-five minutes and took sixty minutes total. It was reported that the patient died during the hospital stay the day after the procedure. The patient was in poor health before the procedure and the death was thought to be related to the patient's lung disease.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade could not be impacted, somehow it blocked during the procedure. The blade, which was inserted about 1cm over the nail, could hardly be extracted (that is the reason why the instruments look used up). They had to dismantle everything. The problem was, that the locking mechanism already was in the locked position (it should be open, when the nail is unpacked) after the locking mechanism was opened (back to original position), everything went well. Nobody from the or-team has changed the locking mechanism or manipulated it. The surgery was prolonged. The patient died post-operatively, the patient was in a very poor condition because of lung disease, it had nothing to do with the implants. The surgery was prolonged about 20-25 minutes. The surgery took 60 minutes. The death occurs during the hospitalization. The patient died the day after surgery. The patient had a chronic lung problem (chronic infection due to bronchiectasis with pseudomonas, chronic heart failure, renal insufficiency, diabetes due to chronic steroid use and osteoporosis. The family refused an autopsy. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): an investigation summary was performed. The investigation of the complaint articles has shown that: 04.037.244s/04.038.405s: this is a difficult complaint to investigate since no evidence is available to show if the locking mechanism was advanced to cause the incident. The locking mechanism is set in manufacturing during the assembly process. After assembly a tight fitting pin is inserted through the oblique head element hole to ensure that the prong of the locking mechanism is not blocking the hole. Extensive testing was completed that shows that the locking mechanism remains in the set position during vibration and transit to the hospitals. The submitted instruments are showing damages that are aligned with the complaint description. Based on the information provided, this complaint is indeterminate. No indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.